Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. The date of death was estimated. The actual date of death is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a balloon valvuloplasty was performed due to heavy calcification of the aortic valve. After the procedure a root dissection was noticed that was caused by the balloon. Due to the dissection, the left coronary system required percutaneous coronary intervention (pci) which was done without issue. A few days after the implant the patient suffered a stroke and passed away. Per the physician, the cause of death was the stroke. Per the physician, the transcatheter valve procedure and the root dissection could have led to the stroke.